Event description:
Clunking patella. Went in excised scar tissue and did poly exchange.

Manufacturer narrative:
An event regarding patellar clunking involving a triathlon ps insert was reported. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
Clunking patella. Went in excised scar tissue and did poly exchange.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.